Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, d6b, h4, h6, h11

Event description:
Healthcare professional later reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced. Device will not be returned

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. This record is for the left side. Device remains implanted. Device return unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Healthcare professional reported "rupture" diagnosed via ultrasound. Healthcare professional later reported "capsular contracture baker grade iii". This record is for the left side. Device was explanted and replaced.